Event description:
My son uses Dexcom G7 sensors. It reported multiple false lows overnight on (b)(6), resulting in him not receiving enough insulin from his automated insulin deliverysystem. I removed the sensor and it had a tiny amount of blood on the bottom.